Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out, the atrial lead exhibited an insulation anomaly. The lead was successfully repaired. The patient's condition was stable.